Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
Not being able to get the tampon out again- vagina [foreign body in reproductive tract]. String fell apart [device breakage]. Cause was traced to manufacturing [manufacturing issue]. Case narrative: consumer reported via email that the tampon string fell apart. No serious injury was reported.